Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. But it could not duplicate the reported phenomena. It was found all functions worked well and there was no issue related to the front panel. It had been checked all parameters as per inspection manual and found all parameters has passed. It had been kept the subject device under observation for eight working days and no issue had been found during observation period. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root causes of the reported phenomena. However based on the report of the user and olympus india, omsc summarized as follows; [all leds of front panel were lighted up] from the survey results, it was confirmed that the phenomenon was not reproduced and there was no abnormality in the device. Therefore, this phenomenon occurred infrequently, and it was possible that it occurred due to a temporary malfunction. However, it was unable to surmise. All leds of front panel were lighted up. Not all phenomena were reproduced [front panel became non-functional] from the investigation results, it was confirmed that the phenomenon was not reproduced and there was no abnormality in the device. Therefore, this phenomenon occurred infrequently, and it was possible that it occurred due to a temporary malfunction. However, it was unable to surmise. Front panel became non-functional. Not all phenomena were reproduced if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that it was found the front panel of the subject device did not work and all leds remained even after disconnecting the power cable during preparation for use. The user also reported that it occurred following orders; the subject device was turned on. Then the front panel was lit but nonfunctional and kept lighting up even after disconnecting the power supply cable. At that time, there was no error message but was image of the subject device. There was no report of patient injury associated with the event.